Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer blood glucose was 446 mg/dl. The insulin pump had multiple pump error alarm. Customer stated they were able to clear the alarm and rewind insulin pump. The insulin pump had passed the self test. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.